Manufacturer narrative:
Although requested by tandem technical support to provide customer information (customer name, date of birth, and pump serial number); the customer declined to provide the information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 100 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully.